Manufacturer narrative:
Results: the returned device was ovalized approximately 119.0 cm from the hub. The overall length of the returned ace68 was 133.0 cm. Conclusions: evaluation of the returned ace68 revealed an ovalized device. If the device is forcefully gripped or pinched during handling, damage such as an ovalization may occur. In addition, if the catheter was stretched slightly, the stretched region may become ovalized. The overall length of the catheter was measured and found to be within specification. The device was able to aspirate fluid when functionally tested. The root cause of the reported catheter collapse could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace68 hi-flow kit. During the procedure, while using the penumbra system ace 68 reperfusion catheter (ace68) with a neuron max 6f 088 long sheath (neuron max), the ace68 collapsed while aspirating the clot; therefore, it was removed. The procedure was completed using another ace68 and the same neuron max. There was no report of an adverse effect to the patient.